Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the non-calcified, none tortuous, left anterior descending artery, a 3.0x20 nc trek rx dilatation catheter was advanced without resistance to the target site for post dilatation. The balloon was inflated to 18 atmospheres (atm) and deflated successfully. The balloon was inflated a second time to 10 atm but during deflation, the balloon only partially deflated. Several attempts were made to apply negative pressure but the balloon remained partially inflated. The physician inflated the balloon to rated burst pressure (18 atm) and then applied negative pressure. The balloon completely deflated. The dilatation catheter was withdrawn from the anatomy without resistance. Another nc trek balloon was used to complete post dilatation and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.